Event description:
The customer reported the ortho provue analyzer is not using wash solution a and b. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
No definitive root cause was determined for the reported event. The customer performed several final washes and primes to return the instrument to expected operation. On-site service, repairs and/or adjustments were not required. This customer has not logged any similar complaints against this analyzer since this incident.